Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome. No sticky keypads noted. Device was programed with several bolus units, battery was remove and installed back and no unexpected resetting or setting gone noted during testing. Keypad connector was inspected and found close properly. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that the act and arrows buttons were sticking and responding intermittently. It was also stated that the battery cap is difficult to remove and when changing the battery, the insulin pump would reset and erase the settings. No significant events leading to the keypad issue. Blood glucose value was 155 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.